Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon investigation the locking nut was missing on the trunk cable connector. The root cause for the missing locking nut cannot be positively determined but is likely physical abuse. No adverse event resulted from the broken locking nut. The last pt to use this electrode belt did not report any problem.

Event description:
A review of service data detected a reportable event. Upon servicing of electrode belt sn (B)(4) which was returned for normal maintenance, it was discovered that the locking nut was missing on the trunk cable connector. The last pt to use this electrode belt did not report any problem.